Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the tip was damaged. The middle of the stent was damaged with three rows of struts that were bent and flared struts. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. A 20 x 4.00 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.